Event description:
The customer reported, in response to a survey, that her sensor was giving incorrect readings that were triggering the customer's insulin pump to suspend. During troubleshooting, customer's blood glucose was 142 mg/dl and 82 mg/dl on two occasions where threshold suspend was activated. The sensor will not be returned for analysis at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.